Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 1494 - incorrect anatomy.

Event description:
It was reported that this was an arteriotomy closure of a minimally calcified left proximal superficial femoral artery using a prostyle device after an interventional percutaneous transluminal angioplasty procedure with a 6fr sheath. Reportedly, the device became jammed and the footplate mechanism failed. There was also a separation with the guide and the guide tube. Severe pain was experienced by the patient and ongoing bleeding occurred. Oral morphine was administered as treatment for the severe pain. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effects of hemorrhage and pain are listed in the prostyle instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. It was reported the suture mediated closure (smc) device was used in a superficial artery. It should be noted that the electronic perclose prostyle IFU states ¿do not use the perclose prostyle smcr system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen).¿ based on the information provided, a definitive cause for the reported issue could not be determined. It is possible the device broke during insertion, or during placement against vessel wall. The break in the guide would prevent the foot from closing inducing the difficult to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d4 - lot #: updated from 4110641 to 3011742. D4 - expiration date: updated from 10/31/2026 to 12/31/2024. D4 - primary UDI number: updated from (B)(4) to (B)(4). H4 - device mfg date: updated from 11/6/2024 to 1/17/2023. H6 - medical device problem code: code 1212 was removed and code 1528 was added.

Event description:
Subsequent to the initially filed report, hemostasis was achieved with manual compression. No additional information was provided.